Event description:
This report list three (3) cases: case #2. Age 52 sex: male medical status: 1case #3. Age 61 sex: male medical status: 1in all three cases the patient developed respiratory distress. The endotracheal tubes were removed. The old tube showed subtotal/total occlusion by inspissated secretions. All three patients were reintubated with resolution of respiratory distressdevice labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 3.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: design - inadequate, design - human factors, humidifier. Conclusion: device failure related to patient condition, device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. The device was destroyed/disposed of.